Manufacturer narrative:
The device has been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was noted to have a "much louder noise" of operation and the device was not able to hold the burr in place during surgery. No injuries or medical intervention were reported. There was no add'l info provided.